Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4th december 2024, it was reported by an arthrex employee via email that for an ar-5100-08, graftbolt®, tibial, 8 mm, the anchor broke during insertion. This was detected during a right knee joint endoscopic clearance and posterior cruciate ligament reconstruction and meniscus formation surgery on 31st october 2024. Ar-5108 was used to prepare the bone socket. The anchor broke during insertion and all fragments were retrieved from patient. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-5100-08.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-5100-08 8mm tibial graftbolt was received for investigation. Visual evaluation of the returned device noted damage to the screw threads near the screw head. It was further noted that the hex drive was damaged as well. Functional testing was not able to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to excessive forces being applied during use, and/or not fully seating the screwdriver within the screw socket. The dfu for this device outlines in the warnings: 5. Do not apply excessive impaction forces to the graftbolt upon insertion into the tibia, as this may cause damage to the implant. If there is difficulty upon insertion, remove the device and redilate the tunnel. 6. Do not apply excessive torsional forces to the screw upon insertion into the sheath. Caution: failure to fully seat the screwdriver in the screw socket or malalignment between the screwdriver and screw socket may result in damage to the screwdriver or the implant.